Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the clinician called pharmacy to report a large volume of ivig remaining in the bag during titration to the final rate of 4.8 ml/kg/hr (68.7 ml/hr). Pharmacist visually confirmed that the bag volume exceeded the expected remaining 46.3 ml. Clinician noted fluid was dripping from the chamber with no visible obstruction. Clinician was advised to stop the infusion once the full 72 g (72 ml) dose was administered. Remaining bag and line were returned to pharmacy; 72 ml of ivig was found. It was noted that on device inspection by customer biomedical engineering had a missing screw on male iui connector and slight crack on upper right-hand side of front case. There was patient involvement but no harm.

Event description:
It was reported the clinician called pharmacy to report a large volume of ivig remaining in the bag during titration to the final rate of 4.8 ml/kg/hr (68.7 ml/hr). Pharmacist visually confirmed that the bag volume exceeded the expected remaining 46.3 ml. Clinician noted fluid was dripping from the chamber with no visible obstruction. Clinician was advised to stop the infusion once the full 72 g (72 ml) dose was administered. Remaining bag and line were returned to pharmacy; 72 ml of ivig was found. It was noted that on device inspection by customer biomedical engineering had a missing screw on male iui connector and slight crack on upper right-hand side of front case. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion. Correction: unique identifier (UDI) #, medical device serial #, device manufacture date. Additional information: device eval by manufacturer, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion of intravenous immunoglobulin (ivig) event was not able to be confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. The event date was reported as 27 june 2025; the time of event was reported to be 11:50 am. Review of the pcu s/n (B)(6), pump module s/n (B)(6) and pump module s/n (B)(6) error logs showed no errors were recorded related to the reported event. The pump module s/n (B)(6) event log showed the device in use on (B)(6) 2025 attached to the returned pcu s/n (B)(6) as channel a. On (B)(6) 2025 at 9:51 am, an infusion was programmed using an external controller with the drugid 417 (immune glob ivig), drug amount of 7.2gr, diluent volume of 72ml, patient weight of 14.3kg, dose of 0.5035gr/kg, concentration of 0.1gr/ml, rate of 17.1997ml/h, volume to be infused (vtbi) of 72ml with an expected duration of 4 hours 11 minutes. The infusion started with a primary volume infused (pvi) of 0ml. At 9:52 am the user changed the vtbi to 8.6ml and the pressure limit to 175mmhg. At 10:22 am the user changed the rate to 34.3ml/h and vtbi to 17ml. At 10:52 am the infusion was completed. At 10:53 am the user changed the rate to 51.5ml/h and vtbi to 26.5ml, the infusion started with a pvi of 25.838ml. At 11:24 am the infusion was completed, and the user changed the rate to 68.6ml/h and vtbi to 5ml. The infusion started with a pvi of 52.495ml. At 11:25 am and 11:42 am the user changed the vtbi to 20ml. At 11:43 am the user paused the infusion and channeled off at 11:44 am. The total volume infused was 73.592ml. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which, if any, of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The alaris¿ system with guardrails¿ suite mx user manual (v9.33) states: do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Before operating the instrument, verify that the administration set is correctly installed. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause for the reported issue of immune glob (ivig) under infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Note that this report lists imdrf annex a1801, a040506, a0404, g04037, g04070, g04067, g0301201, c23, c070606, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.